Manufacturer narrative:
A product development investigation was performed for the subject device: a visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned devices as part of this investigation. No product design issues or discrepancies were observed. Part# 04.032.110s fem-neckscr f/tfn ø11 l110 tan gold. The screw was received at customer quality with spiral wear marks along most of the screw shaft through the gold anodize layer revealing the base metal. Drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a root cause as the nail was not returned to cq for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. Additional classification codes: hwc. Other UDI (B)(4). Date returned to manufacturer. Reporters phone number: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: 04.032.110s / m303828, lot number should be h303828. Manufacturing location: (B)(4), manufacturing date: 07-mar-2017, expiration date: 01-feb-2027. Part #: 04.032.110s, lot#: h303828 (sterile) - 11.0mm ti troch fixation nail screw/110mm - sterile. Quantity 12. Component parts reviewed: 21012 - raw material lot bp-80 lot - h260652. Raw material received from nf & m international / vsmpo-tir. Product certificate received for titanium from nff & m international meets specification. Raw material receiving/putaway checklist meet specification. Inspection sheet for in-process inspection /final inspection ns035665 rev: h met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn no: 13511, ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during hip nailing titanium trochanteric fixation nail (tfn) surgery the set screw was too deep in the nail, so that the femoral neck screw could not pass through the hole. The surgeon tried to pass with the tap. Tap broke intra-operatively. The neck screw was replaced with another one, the nail is still in the patient. The surgery was prolonged about 45 minutes. Patient condition after the surgery was stable. The there was no patient harm and the surgery was successfully completed. This complaint involves 3 parts. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s gender unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All broken off pieces from the tap were removed from the patient. It was possible to insert the second blade into the nail with the too long set screw. This is report 1 of 3 for complaint com-(B)(4).